Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck, to the distal non-aneurysmal iliac neck was 160 mm. Vessel morphology is unk. The pt has a history of coronary artery disease. It was reported that during deployment of the stent graft the physician pulled too hard on the device and caused it to pull down 1.5 cm. An aortic cuff was not placed and the pt is being monitored. Final angiogram demonstrated a successful outcome with a branch endoleak. No clinical sequelae were reported, and the pt is reported to be fine.